Event description:
It was reported that the patient underwent a right hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised twenty-five (25) years post implantation due to poly wear and instability. The head, cup, and liner were explanted.

Manufacturer narrative:
(B)(4). D10: 4381-00-059 rim flare porous shell 1392138. 437228059 metasulâ® standard insert size 28mm x 59mm 1330656. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d1, d4, g3, g6, h2, h3, h4, h6, h10. Suggested component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implant fit and alignment are maintained. Bone quality appears normal. No abnormality that would lead to revision is identified. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.